Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Onset date? No symptoms other than the usual early postoperative discomfort, removal of the skin sutures on d7, no complications, consolidation confirmed on d30 with no residual symptoms. Was the index hernia repair associated with this event performed on primary or recurrent hernia? Primary hernia. What was the defect size/type/location of the hernia associated with this event? A patient with an inguinal scrotal hernia with a hernial portal at around 15 mm + direct hernia. What was the mesh size and overlap? The overlap was superior to 4 cm. In case of inguinal hernia, how do you know, the anatomical characteristics of the inguinal path do not guarantee the same superposition that can be guaranteed during an eventration or primary cure of the anterior abdominal wall. (Presence of the inguinal ligament) was the procedure associated with this event open or laparoscopic? Performed openly using the lichtenstein technique with plasty of the transversalis fascia to allow perfect contact of the prosthesis with the posterior wall of the inguinal path. Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The prosthesis was fixed and sutured with non-absorbable sutures. (Prolene 3/0). It is a tension free technique, but a plasty of the internal inguinal ring was retained on one patient, carried out with the proximal stumps of the stepped sections of the cremaster, by stitches with pds 4/0. The mesh fixation technique? (Single or double crown; spacing between implants) points separated in pds 4/0 at the joint tendon, at the anterior surface of the anterior aponeurosis of the external oblique muscle. The size of the prosthesis was adapted to the undermining performed and necessary to allow reduction of the hernia. Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers) no. Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? No event reported by the patient, who on the contrary complied with the recommended load bearing stoppage of 4 weeks, with a more than satisfactory postoperative control, showing perfect integration of the prosthesis without recurrence or any other objectifiable complication. Please provide the date and surgical findings from any reoperation performed. First : on (B)(6) 2022, second : on (B)(6) 2022. No complication, removal of threads on d7. Absence of hematoma, seroma, residual pain on d7, perfect and aesthetic scar. Absence of recurrence on control at d 30, solid plasty, flexible funicle without adhesion or pain caused or radiated to the testicle. Perfectly integrated prosthesis with excellent solidity of the inguinal region which appears solid and homogeneous, regular. Mesh location and integrity at time of reoperation? Reoperation performed via the preperitoneal pet approach. An abdominal scan was performed beforehand which does not describe the presence of the prosthesis placed during the first surgical operation, as well as an absence of migration of the prosthesis. No prosthesis was visualized during the reoperation, the recurrence was external oblique, smaller in size compared to the first operation. Absence of direct recurrence. Were any deficiencies or anomalies noted with mesh device during reoperation?-not seen . Are there any photos available? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? The ultrapro prosthesis is partially resorbable. First hypothesis: a batch defect linked to a problem of quality control of the resorbable or non-resorbable fibers or alternatively a problem of alteration of the proportion between the resorbable thread/non-resorbable thread, this could have modified the solidity of the prosthesis in the long term. Second hypothesis. Given the intercurrent covid emergence, storage of prostheses in critical conditions for longer than usual (delay in delivery may have modified the structural quality of the threads that make up the prosthesis, with a reduction in long-term strength. What is the patient's current status? Patient underwent pet surgery about 2 months ago with an excellent response and complete healing with no residual problem.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Was the index hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? What was the mesh size and overlap? Was the procedure associated with this event open or laparoscopic? Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers) was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? Please provide the date and surgical findings from any reoperation performed. Mesh location and integrity at time of reoperation? Were any deficiencies or anomalies noted with mesh device during reoperation? Are there any photos available? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2022 and mesh was implanted. The patient had hernia repair using the lichtenstein technique, with placement of the prosthesis in front of the transversalis fascia. The postoperative follow-up was excellent, with satisfactory healing and postoperative control at 4 weeks showing perfect integration of the prosthesis, as well as an absence of recurrence and residual pain. About a year later, the patient presented a hernial recurrence. CT scans were performed, but no prosthesis was visualized, and no migration of the prosthesis was detected either. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.